Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the high pressure error on the g8 instrument. Fse flushed and decontaminated the analyzer. Fse then performed calibration, precision check, and ran quality controls (qc). All results were within acceptable range and the reported error cleared. The g8 instrument was performing as intended. No further action was required from field service. A complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018 for similar complaints were performed. There were no similar complaints identified during the searched period. The g8 instrument sn# (B)(4) was installed on (B)(6) 2017 at the customer's facility. Review of device records for sn# (B)(4) did not identify any non-conformances, deviations, or reworks during the remanufacturing process of this instrument that could be related to this complaint event. The g8 operator's manual under chapter 6 - troubleshooting, provides guidance on error 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to contamination.

Event description:
On (B)(6) 2018, a customer reported getting 100 pressure high alarm and the pressure is 22 mpa (pump pressure exceeded the upper limit of 15 mpa) on the g8 instrument. Per customer, the filter was changed but the issue persisted. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: h4; h10. H10: the g8 instrument sn# (B)(4) was installed on (B)(6)2017 at the customer's facility. Review of device records for sn# (B)(4) did not identify any non-conformances, deviations, or reworks during the remanufacturing process of this instrument that could be related to this complaint event. A complaint history review and service history review for serial number (B)(4) from (B)(6)2017 through(B)(6)2018 for similar complaints were performed. There were no similar complaints identified during the searched period.